Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drops were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer did not perform the cartridge air removal step of the load procedure. Reportedly the customer changed supplies to resolve the issue. Customer's blood glucose (bg) was "high", however, a specific value was not provided. The customer administered a manual injection to address the bg level.